Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive.

Event description:
It was reported that during a follow up visit, the device was noted to be at end of life. The patient was noted to have been lost to follow up for two years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was destructively analyzed. No internal short occurred in the battery and no evidence was found of an internal condition that would cause a high internal current drain.